Event description:
Check valve failure primary IV bag with hanger extended fully noted with fluid filling drip chamber. Set loaded into another ivac and pole with same results. Primary IV d5.45 with 20 meq kcl zosyn 3.375 gm backed up into primary drip chamber. Event reappeared after reintroduction: no.